Manufacturer narrative:
Device received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, rewind and self test or verify rewind due to unresponsive buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button of the insulin pump delay to push several times to getting a response. The customer¿s blood glucose level was unknown. Customer stated that condensation under screen, cannot read the up and down buttons, louder rewinds or grinding sound and alarm history will not be scrolled. The insulin pump will not be returned for analysis.